Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 90 to 120 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Back to back blood test performed during call fasting ((B)(6) 2015; 5:39 pm) with results of 76 mg/dl and 81 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is week of (B)(6) 2015. Recall test results performed fasting from meter memory: 113 mg/dl (B)(6) 2015 05:16 pm; 120 mg/dl (B)(6) 2015 05:08 pm; 216 mg/dl (B)(6) 2015 05:07 pm; 105 mg/dl (B)(6) 2015 12:00 am; 110 mg/dl (B)(6) 2015 12:00 am. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.